Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) (r973992201, r973771601). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 21mm non-abbott balloon. The actovated clotting levels were 260s and heparin was given. A post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to constrained stent frame. The final implant depth at non-coronary cusp (ncc) was 1mm and left coronary cusp (lcc) was 3mm. Post valve deployment, the patient developed a left bundle branch (lbb) with left anterior fascicular block. There was no treatment required or lbbb. The patient was reported discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed because the device remained implanted and was not available for analysis. The device history record was reviewed and confirmed that all manufacturing and inspection processes were completed, and the product met all specifications. Based on the available information, the reported heart block may have been related to procedural circumstances, specifically valve implant depth; however, this could not be definitively confirmed. The reported stent frame deformation (constrained stent frame) may be attributable to patient-specific factors such as calcification, though this also cannot be confirmed. The reported unexpected medical intervention resulted from case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing. Codes removed. Health effect-clinical code.

Event description:
N/a.